Event description:
Pt reported a crack in the insulin cartridge that led to insulin leaking into the device's insulin cartridge chamber. This problem was noticed during a prime when insulin was not coming through the infusion set tubing (pt removed insulin cartridge and smelled insulin). Pt's blood glucose was not affected, and no treatment was received. Pt switched to back up device.